Event description:
An impella cp device was inserted via the right femoral artery in a 65-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage b. The patient was additionally noted to be receiving vasopressors and inotropes for hemodynamic support. No additional patient history was reported. During support, the patient experienced a cardiac arrest. Following the event, hematuria was reported, as evidenced by red-tinged urine in the foley catheter. Follow-up echocardiographic imaging demonstrated that the impella cp device was positioned approximately 5.0 cm deep within the left ventricle. The device was repositioned to approximately 2.3 cm, as further adjustment was considered likely to result in either excessive depth or a shallow position. The provider elected to maintain the device in the shallow position. Imaging was utilized to assess pump position, and repositioning resulted in resolution of the hematuria. No blood products were administered. Post cardiac arrest the patient was cannulated for extracorporeal membrane oxygenation (ECMO). ECMO served as the primary hemodynamic support device, with the impella cp utilized for left ventricular venting. The patient was subsequently transferred to a secondary facility and remained on impella support for an additional eight days. A decision was later made to withdraw care, and the patient expired. While on support, the impella cp device was operating at performance level 7 with expected flows of 3.1 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The death is conservatively being reported to the impella cp; however, it is unlikely related and is most likely attributed to the patient's underlying critical clinical condition, including acute myocardial infarction complicated by cardiogenic shock, cardiac arrest, and the need for multiple mechanical circulatory support devices.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.